Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the plastic distal end cover of the gastrointestinal videoscope was burnt, and the auxiliary channel had a green foreign material inside of it. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the burnt plastic distal end cover: olympus could not presume a cause to this malfunction. Based on the results of the investigation, it is likely the following led to the foreign material: olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: suggested event 1 (burnt plastic distal end cover): user may be able to detect the suggested event by handling device in accordance with IFU -inspection of the endoscope. User may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with IFU -using endotherapy accessories. Suggested event 2 (foreign material): user may be able to detect the suggested event by handling device in accordance with IFU -inspection of the endoscopic system. User may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with IFU -leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.